Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm and a motor error alarm. The customer's blood glucose was over 393 mg/dl at the time of incident. The customer stated that she had high blood glucose of over 600 mg/dl. The customer stated that she treated her high blood glucose by giving bolus. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that there were no motor error alarms in the alarm history. The insulin pump will not be returned for analysis.